Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon said that the debris from the polyethylene cup may have caused osteolysis and it caused the cup dislocation. After the head was removed, there were black marks on the inside of the head and on the stem trunnion that looked like scorch marks. Micromotion may have occurred.